Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "patient is afraid of developing cancer. Left side device rupture diagnosed by ultrasound. Patient suffers from severe pain." This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: a.2., a.4., b.5., b.6., d.1., d.2a., d.2b., d.4., d.6b., h.4., h.6., h.11.

Event description:
Patient representative reported "patient is afraid of developing cancer, device rupture. Patient suffers from severe pain." Later, healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device was explanted.